Manufacturer narrative:
This product had been returned for evaluation and testing, however, the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.

Event description:
Report received indicated the cypher stent delivery system (sds) was not able to advance through the guiding catheter and the stent was noticed flared. There were no anomalies noted with device prior to use. The target lesion was aha rca2. The lesion was de novo, slightly calcified, but not tortuous. There was 90% stenosis. The lesion was pre-dilated. The sds was introduced and advance through the guiding catheter; however, when it reached the curve of the guiding catheter, the sds became stuck and did not advance forward. Of note: there was no resistance during the delivery of the balloon through the guiding catheter. Thereafter, the cypher sds was retrieved and at this time, the distal edge of the stent was confirmed flared. Another cypher (same size) was delivered and safely implanted at the target lesion. The procedure was successfully completed without any patient injury.